Manufacturer narrative:
The investigation determined the event was resolved by the service actions.

Manufacturer narrative:
The customer changed the lamp and cuvettes and cleaned the incubator bath. A photometer check was acceptable. The field service engineer adjusted the cell black level and changed the aspiration probe blocks. He found a rinse station tube was blocked and a tube was leaking near the base. He unblocked the tube and repaired the tube. He replaced the gear pump head. Calibration and qc were acceptable. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for one patient from the cobas 8000 c702 module. The initial ast result was <5 u/l and the repeat results were 58 u/l and 58 u/l. The initial urea result was <0.5 mmol/l and the repeat results were 10.2 mmol/l and 8.3 mmol/l. The initial total bilirubin result was <3 mg/dl and the repeat result was 7.9 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.